Event description:
On (B)(6) 2013 patient reported she experienced elevated blood glucose readings in the last couple of days. Patient reported the following blood glucose readings on (B)(6) 2013: 1. 10:35 am - a blood glucose level was 239 mg/dl; 2. 2:36 pm - a blood glucose level of 314 mg/dl and patient took a bolus; 3. 5:17 pm - blood glucose reading of 360 mg/dl and patient changed the infusion headset, tubing, and insulin cartridge. Patient stated her blood glucose reading at bedtime on (B)(6) 2013 was 129 mg/dl. Patient reported on (B)(6) 2013 at 10:50 am her blood glucose level was 380 mg/dl; she bolused 9.0 units of insulin. Patient stated at 3:23 pm her blood glucose reading was 594 mg/dl; she took an injection of insulin. Patient's target blood glucose range is not over 150 mg/dl. Patient reported she noticed a little air bubble; primed them out. On call back on (B)(6) 2013 patient reported she cannot get her blood glucose level under 300 mg/dl. Patient stated she treated with the insulin pen because her blood glucose level was 428 mg/dl and her blood glucose went down to 357 mg/dl. Patient reported she then took 12 units of insulin via the infusion device and her level went up 399 mg/dl about 40 minutes after the reading of 357 mg/dl. Patient stated she treated with the pen again. Patient's normal blood glucose range is 100-180 mg/dl. Patient reported there was moisture in the cartridge compartment; she dried the cartridge off and reinserted it. Had patient disconnect and deliver a bolus of 5.0 units of insulin; insulin did not come out of the tubing. Had patient prime the tubing; insulin started dripping at 16 units. Patient stated she does not think the infusion device is delivering the insulin correctly. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, cartridge, infusion set, and adapter for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result pump: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: when looking at the history data of the pump all errors and alerts are triggered correctly by the pump and was confirmed by the customer. Cartridges: the two received used cartridges were visually, leak and glide force tested. Cartridges passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Air bubbles: the problem mentioned by the customer could not be reproduced. It can be excluded that the pump produces air bubbles after correct priming. Infusion set: the used infusion set was visually tested and tests for flow and tightness were performed. The test results were within specifications. Adapter: the adapter passed the optical inspection. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.